Event description:
After treatment with juvederm ultra in the lips and nasolabial folds and botox in the glabella, crow's feet, and forehead, pt presented with severe swelling, burning, and redness at the juvederm injection sites. The physician prescribed dimox, medrol dosepak, and benadryl. The physician believes the interventions were necessary to hasten the resolution and prevent worsening of the symptoms.

Manufacturer narrative:
Medwatch sent to FDA on 06/04/2009.